Manufacturer narrative:
One ionicrf generator was received into the lab for analysis. Ac power was applied to the ionicrf generator and the system successfully executed the power on self-test (post) with no faults detected. Review of the attached system log files shows multiple ¿check grounding pad connection¿ errors on the reported event date, which confirms the reported event. All modes were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event of grounding pad error and cancellation could not be conclusively determined as the returned ionicrf¿ generator functioned as expected throughout investigation.

Event description:
During the single probe lesion procedure, an error message was noted stating to check the grounding pad connection with generator and ensure that pad is adhered fully to the patient's skin. Multiple grounding pads were used and calf and thigh placement were attempted with the same error message occurring. The procedure was cancelled.